Event description:
It was reported that during a lap cholecystectomy when the surgeon experienced that the clip fell out of the jaw of all three devices before he was able to activate the devices. All three devices were removed and the procedure was completed with another device.

Manufacturer narrative:
(B)(4).lockout broken, returned empty, handle post broken. Evaluation summary: the analysis results found that the er420 instrument (a) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results found that the er420 instrument (b) was returned with the jaws over twisted. The instrument was cycled and ejected 14 clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The instrument (c) was returned empty and with the lockout mechanism fired through. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through; and the handle posts that prevent the horizontal movement of the shaft were noted to be broken. No clip formation testing could be performed as the instrument was returned empty. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.